Manufacturer narrative:
The stent will not be returned to olympus as the stent was discarded by the user facility following the procedure. The exact cause of the reported event cannot be determined, however, a review of the dfmea (design failure modes and effects analysis) states most probable causes of the reported migration can be attributed to the following: the doctor incorrectly sized the stent, the curl strength of the stent is insufficient or the curl geometry design is inadequate. In addition, the instruction manual provides warning for potential complications which states, ¿patients or their representatives should be informed of the possible complications associated with the use of this product. Gyrus acmi requests physicians notify the company of complications which may occur with the use of this indwelling device. Complications may include but are not limited to: risks associated with the medication, procedure, and the patient¿s degree of tolerance to the procedure and/or device; proximal or distal migration, possibly necessitating medical or surgical intervention to reposition or remove the stent; encrustation and/or stone formation; compromised urine flow due to stent blockage or ureteral occlusion; urinary tract infection; leakage of urine; perforation of the kidney, renal pelvis, ureter, or bladder; stent breakage, possibly necessitating endoscopic or surgical removal of the device.¿

Event description:
Olympus was informed that during a stent extraction, the stent migrated upwards towards the kidney and required an intervention procedure with basket procedure to extract the stent. Approximately six months ago, the ureteral stent was placed inside the patient to provide drainage from the kidney to the bladder. During removal, the stent was noted intact with no breakage and the stent was removed from the patient successfully. There was no patient injury reported. The 1 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the OEM. The reported complaint of stent's migrating could not be confirmed since no device was returned for investigation. In addition, there was no sample or pictures returned for evaluation and there is no lot information to review; therefore a DHR review was not performed for the subject device. However, the database was searched the last 5 production lots manufactured during 2018 that belongs to the stent used in the reported kit. The inspection records of the kidney and bladder curls and stiffness tests are included as part of their DHR. The lots are: mlf240, mlkp170, mln910, mnaa200 and mnab070. A DHR review of the 5 confirmed that all the samples were within specification in each lot. There were no rejections related to hydromer, stiffness test or curl out of specifications, all tests and procedures were verified and are completed with no incidences. Instructions for use (IFU) includes a "warnings and cautions" section that specifies: proper placement of the curls is essential in minimizing the risk of migration improper sizing of the stent may lead to migration and/or increased patient discomfort. Also include a "complications" section that specify: "proximal or distal migration, possibly necessitating medical or surgical intervention to reposition or remove the stent.¿